Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0231175. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. Bd will continue to track and trend for this issue.

Event description:
It was reported that the intima-ii y 20gax1.16in prn/ec slm catheters heparin cap broke and leaked iodovol during the injection. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2021, when the patient underwent enhanced CT, the indwelling needle was used as the infusion tool when the iodovol contrast agent was injected. The heparin cap of the closed intravenous indwelling needle broke when about ten ml of iodovol was injected, so the nurse immediately replaced the heparin cap, and the injection was successfully completed without causing any other harm to the patient".